Event description:
It was reported in march, 2005, that a stretcher was leaking hydraulic fluid. There was no report of injury to or involvement of patients, staff or visitors. On june 7, 2006, an insurance claim notice was received indicating that a visitor had stepped in hydraulic fluid and allegedly slipped and injured his back.